Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). The cause for the reported low bg levels is unknown. Customer ate candy to address low bg levels, and subsequently bg levels became elevated (369 mg/dl). Customer reported too much candy was consumed to correct low bg levels. Customer delivered a bolus to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.